Event description:
The consumer's wife reported her husband wore the patch for 8 hrs midway between underarm, and waist on the left side of his body. The wife states the patch removed the top layer of his skin in several areas. It is unk how the area was treated, or if he sought medical attention.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.